Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a strong burning smell, the fiber burned from the base that was connected to the machine, and then it totally fell off during a therapeutic stone case procedure involving an olympus ball tip single use fiber. The procedure was prolonged of less than 30 minutes and was completed using the same device. There was no patient injury reported.